Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry, off-label use. Note: patient's height was 60 inches. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation with a mentor memorygel breast implant 375cc on the right side and mentor memorygel breast implant 400cc on the left side and experienced asymmetry on the right side. On (B)(6) 2019, the right breast implant was rinsed by the healthcare professional and reinserted into the patient. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label on the right side. The left breast implant was not removed and did not have any issues.